Event description:
It was reported that the pump of this inflatable penile prosthesis stopped working due to a loss of fluid from the system. A surgical procedure was performed to remove and replace the device. Upon explant, the fluid loss was suspected to come from the two outside layers of the cylinders that were shredded. There were no patient complications reported.